Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates after loading the cartridge with 300 units of cold insulin. Reported, the insulin gauge displayed 60+ then changed to 105 units and remained static. The customer's blood glucose (bg) level was over 400 (mg/dl). The contact stated the customer was new to the pump and still working with the healthcare provider to adjust basal rates in addition to puberty-related bg increases. Manual injections were administered to address bg level. The customer reloaded the cartridge at the time of the report and received an accurate fill estimate.